Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history review could not be completed as no batch number was provided. Investigation conclusion: based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: no root cause can be determined as no samples were received. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that no insulin came out of the vial when pulling back the unspecified bd¿ insulin syringe plunger during use. This occurred on 2 separate occasions, but the dates are unknown. This complaint was created to capture the 3rd of 4 related incidents. The following information was provided by the initial reporter: "customer reported that when trying to take out the insulin from the vial, and when customer pulled back the plunger from the syringe, no insulin came out. Customer experienced this 4 times. First occurrence was 10/25th and second was 11/26. Customer did not remember the rest."

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. Cannot/difficult to aspirate is not considered to be a reportable malfunction.

Event description:
It was reported that no insulin came out of the vial when pulling back the unspecified bd¿ insulin syringe plunger during use. This occurred on 2 separate occasions, but the dates are unknown. This complaint was created to capture the 3rd of 4 related incidents. The following information was provided by the initial reporter: "customer reported that when trying to take out the insulin from the vial, and when customer pulled back the plunger from the syringe, no insulin came out. Customer experienced this 4 times. First occurrence was 10/25th and second was 11/26. Customer did not remember the rest."